Event description:
Additional information was provided by a manufacturer representative (rep) calling back regarding the patient. They were with the patient at the time of the call and noted they believed the ins's were overdischarged. Tss had the rep attempt to charge both devices while on the call and they were both able to charge right away, they were not in overdischarge and the patient was getting good coupling. It was confirmed the issue was resolved.

Manufacturer narrative:
Continuation of d11: product ID 37612 serial# (B)(6) implanted: (B)(6) 2018. Explanted: product type implantable neurostim ulator product ID 37651 product type recharger product ID 37642 serial# unknown . Product type programmer, patient b1) correction: product problem. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported the patient¿s mother called on behalf of the patient, who was with them during the call. The patient was in a nursing facility and had been in the hospital for weeks (unrelated to device/therapy). The caller said they knew the patient¿s ins¿ were not charged. The caller said they needed to order and replace everything. Nothing was working. The only thing that was working was the desktop charger. The caller said they needed to see if the ins was on or off and the equipment was not working at all. Patient services asked if the caller was talking about the patient programmer or the recharger and asked to explain what exactly wasn¿t working. The caller just kept saying that nothing was working, and nothing was coming up on the recharger screen. Patient services had the caller plug the recharger in the desktop charger on the call and the screen came up. The caller confirmed it appeared the recharger was now taking a charge from the wall. It was reviewed to keep the insr plugged in and then attempted to charge the ins. The caller was also claiming there was nothing on the programmer screen. The patient than had the caller use the programmer and it powered on. They were instructed to place the programmer over the ins, but the patient wasn¿t willing to troubleshoot, and the caller said they might call back. The caller called back and repeated that ¿nothing was working.¿ the caller repeated ¿none of the patient¿s equipment was working.¿ the caller was wanting all new equipment for the patient, but it was reviewed that the caller would need to call back with what equipment wasn¿t working. The rep had called in saying that the patient¿s medical issues were not related to the patient¿s device/therapy, but they didn¿t recharge for a couple months because of it. This had resulted in over discharge. The rep wanted to know how many rechargers were registered to the patient so they could be replaced. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.